Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted hysteromyomectomy, while suturing of the uterine wound, the suture was broken. They replaced the suture to complete the case.